Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that on (B)(6) the patient lifted her ¿carry on¿ in the bus she ¿felt stimulation turn itself on and it was still on.¿ the patient stated she had an implant for her cervical area and that one worked well but the implant in the buttock ¿did not feel like it could be turned off.¿ it was noted that there was stimulation sensation since (B)(6) ¿even when turned off.¿ the patient stated she could not connect with the implantable neurostimulator (ins) using the patient programmer. However, with the same patient programmer she could adjust stimulation for her cervical implant just fine. Patient services had the patient use the recharger to turn stimulation on and she felt stimulation in her legs ¿even more intense.¿ when patient services had the patient turn stimulation off she did not feel stimulation as much but still felt it in the same area. The patient¿s status was unknown. The patient was redirected to the healthcare professional (hcp). Additional information was requested but was not available at the date of this report. Refer to report # 3004209178-2014-12589 which related to an allegation of movement with the same system.